Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. Both the information as processed together with the clock start date of (B)(6) 2015. This case concerns a (B)(6) year old female patient who experienced injection site inflammatory reaction after receiving treatment with synvisc one. It was reported that a few years ago, the patient underwent 3 sessions of synvisc injection in the joint of the left knee and the tolerance was good. No other medical history, other concomitant medications and concurrent conditions were reported. On an unspecified date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection once in the intra joint of the left knee (lot/batch number and expiration date not reported) for patellofemoral arthritis. On an unknown date in (B)(6) 2015, the patient presented with an inflammatory reaction in the injection site with the symptoms of injection site effusion, injection site pain. Also, transient disability was reported and walking was difficult. Further reported, that a puncture of the liquid was performed with results of 9000 white cells/mm3 (normal range not provided), sedimentation rate. Increase (unspecified), no crystals. Also, the patient received a corrective treatment with an oral corticoid (unspecified). A few days later, despite this reaction, the patient was able to travel to japan. At the date of the contact she was practically recovered. Pains persisted but they are probably linked to the pre-existing patellofemoral arthritis of the left knee. Corrective treatment: oral corticold (unspecified). Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: intervention required (administration of a corrective treatment with a corticoid (unspecified). (B)(6) imputability. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerning a (B)(6) year old female patient who experienced injection site inflammatory reaction short time after receiving treatment with synvisc one. Considering compatible drug-event temporal relationship, the causal role of synisc one cannot be completely excluded for the event.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerning a (B)(6) year old female patient who experienced injection site inflammatory reaction short time after receiving treatment with synvisc one. Considering compatible drug-event temporal relationship, the causal role of synisc one cannot be completely excluded for the event.